Event description:
A customer contacted beckman coulter, inc. (Bec) to report a fluid leak on synchron lxi 725 clinical system. The customer was wearing ppe when she discovered the leak. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
The customer reported that the leak was on the right side of the hydropneumatics area, but was unable to identify the source or the liquid. The customer stopped the instrument, but it continued to slowly drip. The bec customer technical support (cts) explained how to shut off the di water valve, but fluid continued to drip from the hydropneumatics tray after shut off. The customer stated about 100 to 500 ml of liquid leaked. On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse found tubing for wash concentrate on valve v12 dry, rotted, and cracked. The fse removed the valve and replaced tubing. The fse primed the instrument 50 times with no further leaking observed. The fse verified repair per the established procedures. As of (B)(4) 2011, the customer has not contacted beckman with requests for further assistance for this issue. Bec internal identifier for this complaint is (B)(4).